Manufacturer narrative:
Device is a combination product. Initial reporter phone: (B)(6). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient underwent coronary artery bypass graft surgery. In (B)(6) 2009, the patient was on a regime of daily clopidogrel and also received a loading dose of 300 mg of clopidogrel. During the index procedure, the proximal right coronary artery (rca) was treated with overlapping 3.0x16mm and 3.0x32mm taxus liberte non-study stents. Residual stenosis was less than or equal to 30%. The distal rca was treated with a 2.5x20mm taxus liberte non study stent. Residual stenosis was less than or equal to 30%. The patient underwent a planned staged procedure due to the volume of contrast medium used. The left posterolateral was treated with a 2.5x25mm non-bsc stent. Residual stenosis was less than or equal to 30%. The left main and lad proximal were assessed as a type d bifurcation lesion and treated via provisional t-stenting. The left main vessel was treated with a 3.5x20mm taxus express2 non study stent. Residual stenosis in both the left main vessel and side branch was less than or equal to 30%. The patient was discharged 1 day later on, amongst others, aspirin and clopidogrel. On (B)(6) 2011, the patient underwent coronary artery bypass graft (CABG). The left main with a 90% pre-treatment lesion stenosis and the proximal circumflex artery with a 70% pre-treatment lesion stenosis were treated.